Manufacturer narrative:
Pump unable to vibrate due to broken vibrator black wire. Pump passed restart error, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with broken reservoir tube lip, cracked case near display window corners and severely scratched display window noted.

Event description:
The customer reported via phone call that the insulin pump vibrate feature does not work. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump did not vibrate during the self test. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.